Event description:
The customer contact reported that during testing at the user facility, the device touchscreen did not respond when pressed. There were no reports of any adverse pt events or reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not respond when pressed. The probable cause was due to a broken touchscreen pwa (printed wire assembly). The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.